Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn (B)(6) units, an unspecified number of samples exhibited poor plasma where plasma is hazy causing sampling errors on their automated instrument for lipemic samples or clot/aspiration errors when no clots are found and unspecified erroneous results. For poor plasma, samples are manually processed and are re-centrifuged which clears up the plasma. For erroneous results flagged by lis system, upon repeat results are normal. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received 8 photos for investigation. The photos were reviewed and the indicated failure mode for poor plasma was observed. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Additionally,100 retention samples of the incident lot were visually inspected with no issues observed. Factors that may contribute to erroneous results(ldh) were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-ldh because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. The indicated failure modes of poor plasma (including white particulate matter) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma based on the photos provided. This complaint is unable to be confirmed for erroneous results(ldh) based on the clinical testing performed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 4: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, an unspecified number of samples exhibited poor plasma where plasma is hazy causing sampling errors on their automated instrument for lipemic samples or clot/aspiration errors when no clots are found and unspecified erroneous results. For poor plasma, samples are manually processed and are re-centrifuged which clears up the plasma. For erroneous results flagged by lis system, upon repeat results are normal. There was no health impact or consequences reported.